Event description:
It was reported, the patient was experiencing ineffective therapy and unable to enter MRI mode. A lead diagnostic was performed and revealed high impedances across one lead. Reprogramming attempts have been unsuccessful in restoring therapy. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead the allegation is against.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000077118.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted to address the issue.